Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, the patient was seen in clinic with a driveline exit site red, with some discharge. A swab taken at that time, which grew staphylococcus aureus. The clinical team elected not to treat at the time as the site was improving. Patient had stated that he had pulled the driveline accidently. Approximately two weeks later, the patient was seen again by vad coordinator and the exit site was very red, with an odorous discharge. The patient was then treated with "10/7" course of 500mg IV flucloxacillin. The patient was seen again in clinic on (B)(6) 2016 and the site had greatly improved. Teaching was provided to the patient to re-iterated the importance of careful management of the driveline and mobilization.